Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. There was no battery performance alert (bpa) detection. The reported vibratory alert was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. Correction: d10 " date returned to manufacturer" should have been nov 9, 2020 instead of nov 13, 2020

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.